Event description:
It was reported by a patient who underwent a cervical procedure in 2004 that he still has pain post op. The patient also reported that the x-rays taken in december 2006 and june 2007 revealed that the screw(s) was broken. The patient reportedly underwent a revision surgery on the following month, to remove the plate and screws and replace with anterior and posterior hardware. The patient reportedly is suffering from the sensorimotor difficulties of the right arm.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.